Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle sftygld 25x1 rb safety mechanism broke. The following information was provided by the initial reporter: material # 305916. Batch # 4277121. Verbatim: rcc received a complaint via email. Refence (B)(4). Item description needle safety 25gax1in. Quantity (B)(4). Lot 4277121. Exp 09/30/2029. Event description safety on 25gx1" bd needle malfunctioned, thankfully neither staff nor patient were injured. Event date 02/27/2025. Location ada icc. Physical product no. Patient harm no.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4). Supplemental MDR - safety mechanism broke (safetyglide). Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.